Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in 2008, in the patient's right eye (od). The reporter stated the patient had developed toxic anterior segment syndrome. A peripheral iridectomy was performed and the patient was treated with topical steroid drops. The reporter stated the condition has been resolved and the patient's prognosis is excellent. The lens remains implanted.

Manufacturer narrative:
Toxic anterior segment syndrome, peripheral iridectomy. Results- a lens work order search was performed and one similar complaint was found.